Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, list 1l79.

Event description:
The customer observed (B)(6) anti-hcv results on the architect i1000sr analyzer. The following data was provided: initial (B)(6). The sample was confirmed (B)(6) on roche ((B)(6)) and elisa ((B)(6)). There was no impact to patient management reported.

Manufacturer narrative:
D4) the suspect medical device lot number was updated from unknown to lot 94655li00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.